Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate erratic was not resolved with troubleshooting.

Manufacturer narrative:
As customer's meter was not returned, a device history review of the meter was requested and performed. The device history review for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
On (B)(6), 2010 the lay user/ patient contacted lifescan (lfs) alleging that his/her onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the afternoon of (B)(6), 2010 at 2:45pm. The patient reported blood glucose results of "80 mg/dl" with the subject meter and "64 mg/dl" on another meter (unknown brand), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results meets the expected value of <= 30% and/or <= 30 mg/dl. The patient denied taking any diabetes medications at the time of the alleged issue. At the time of the alleged issue, it is not known if the patient made any changes to his/her diabetes management routine. Prior to the start of the alleged issue, the patient claimed at 2:15pm that day, he/she was feeling lightheaded and dizzy. The patient indicated, at 2:50pm that same day, he had a doctor's office visit. At the time of the doctor's office visit, he was administered glucose tablet/glucose gel and obtained a reading of "89 mg/dl" by the doctor/clinic meter at 3:15pm. At the time of troubleshooting, the cca was able to verify an approved sample site was used to obtain the result (s) from the subject meter and that the subject meter's unit of measure was set correctly at the time of testing. There is no indication that the reported issue caused or contributed to a serious injury. The patient had become symptomatic prior to the alleged issue. In addition, there is no evidence in the delay of treatment. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The customer's meter (B)(4) and strip lot (81119) have not yet been returned for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution. All results were within the range specification and no errors were observed. This is a final report.

Manufacturer narrative:
The date received by manufacturer on follow-up #2 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a 16-jun-11 letter addressed to (B)(4).

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 1.3 mmol/l and 8.4 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.